Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: 9 unopened and 1 open unit. There are no previous complaints of this code/batch. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and there results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detached prior to use.